Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we have a bad drill that was put into service not that long ago. It was being used on a live patient, but the customer did not have any other information and did not have the driver on hand for sn/lot. When asked if the green light was turning on and he was not sure. When asked if the user was aware that they could manually insert the needle he was not sure of that either. Additional information: the customer sent me the driver sn: (B)(4). It looks like the manufactured year was 2011 which would make sense that this driver is dated. But he did say the green light is on and that it was tried and failed on 2 different patients.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the DHR found that the driver passed all the release criteria. The device was released in 05/2011 and is approximately 9 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
The report states: we have a bad drill that was put into service not that long ago. It was being used on a live patient, but the customer did not have any other information and did not have the driver on hand for sn/lot. When asked if the green light was turning on and he was not sure. When asked if the user was aware that they could manually insert the needle he was not sure of that either. Additional information: the customer sent me the driver sn: (B)(6). It looks like the manufactured year was 2011 which would make sense that this driver is dated. But he did say the green light is on and that it was tried and failed on 2 different patients.

Event description:
The report states: we have a bad drill that was put into service not that long ago. It was being used on a live patient, but the customer did not have any other information and did not have the driver on hand for sn/lot. When asked if the green light was turning on and he was not sure. When asked if the user was aware that they could manually insert the needle he was not sure of that either. Additional information: the customer sent me the driver sn: (B)(6) . It looks like the manufactured year was 2011 which would make sense that this driver is dated. But he did say the green light is on and that it was tried and failed on 2 different patients.

Manufacturer narrative:
Qn#(B)(4). Ez-io driver 9058 (sn (B)(6) ) returned for evaluation. Upon receipt, the driver was visually inspected. There were some scratches on the surface of the handle. When the trigger was pulled the driver was operable and a solid green led light was displaying. See attached pictures. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: ref - 002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.81 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 4.81 seconds. No further testing was attempted. The complaint has been confirmed. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 4.81 seconds. No further insertion testing was attempted. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 18.13 dc volts without being activated. Battery voltage measured as 13.71 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 16,845 ,241 and the cycle count was 610. The recorded charge count supports a completely depleted battery as the charge count (~ 15 million) has been exceeded. The cycle count of 610 (trigger activations) is also significant and substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. Testing confirms the unit failure is related to battery depletion. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 05/2011 and is approximately 9 years old. The complaint has been confirmed. Per testing and eprom data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. The driver was returned with no power. Per testing and eprom data analysis, the driver failed due to battery depletion. No further action required. At the end of testing the light was blinking red.